Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, when unpacking, the foam piece of the stabilization shoulder was too short. The procedure was completed with a delay greater than 30 minutes by using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non-conformances or deviations associated with the lot number provided. A review of the complaint history records for the listed part revealed no prior complaints for the listed lot number. A possible root cause could be the foam piece was cut too short at assembly but not confirmed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated.